Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the issue was solved for the patient, but no additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that pole 1 had high impedance greater than 20,000 ohms. This was used in the form of an anode so it was removed.